Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: user error: improper initial implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient later reported left side radicular pain. The surgeon determined that the middle positioned implant was malpositioned and impinging on the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the middle positioned implant. There was significant bone growth on the removed implant. No other preexisting implants were adjusted or removed no other hardware or bone graft was added. The status of the patient following the revision procedure is not known.

Manufacturer narrative:
The most probable root cause could not be determined. The preexisting si joint implants were not loose and were positioned correctly. It was the surgeon's decision to remove the implants and replace them with iliosacral screws in conjunction with a concurrent t10 pelvis revision. The status of the patient following the revision procedure is not known. Part number, lot number, manufacture date, expiration date and gtin. Ifuse-3d implant, p/n: 7040m-90, lot#: 2694281, mfd. 10/02/2019, exp. 2024-10-02, gtin 00851085007343. Ifuse-3d implant, p/n: 7035m-90, lot#: 9009291, mfd. 06/14/2019, exp. 2024-06-14, gtin 00851085007305.